Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported patient experienced electrical shocks at the level of the lumbar belt. As patient underwent surgical procedure, the lead was found bent in one place with liquid inside. As a result, the ipg and lead were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
A patient experienced unintended stimulation effect was reported to abbott. It was determined the patient had electrical shocks at the level of the lumbar belt. The patient underwent surgical procedure; the lead was found bent in one place with liquid inside. As a result, the ipg and lead were explanted and replaced to address the issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.